Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Left hip. When the surgeon was reaming, the acetabular reamer broke where it meets the chuck of the drill.

Manufacturer narrative:
Additional information: returned to manufacturer on 12/16/2016. An event regarding crack/fracture involving a acetabular reamer handle was reported. The event was confirmed. Device evaluation and results: the tip of the acetabular reamer handle broke off. The broken piece was returned with the reamer handle. The white cover of the handle was removed and returned. There are scratches in various areas of the device, which is consistent with use. ¿the returned device is a source controlled device; evaluation was performed by the supplier, greatbatch medical. The supplier indicated: the fracture surface of the adaptor coupling observed under magnification is consistent with torsional fatigue, which may have been the result of excessive stresses or applied forces to the device.¿ medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for the lot referenced. The investigation concluded that the tip of the acetabular reamer handle broke, based on the supplier¿s analysis ¿the fracture surface of the adaptor coupling observed under magnification is consistent with torsional fatigue, which may have been the result of excessive stresses or applied forces to the device.¿

Event description:
Left hip. When the surgeon was reaming, the acetabular reamer broke where it meets the chuck of the drill.